Event description:
It was reported that the patient found down at home early morning on (B)(6) 2026 in asystole with a driveline disconnect, was unsure not it was intentional or witnessed by ex-girlfriend. The flow was reestablished to the pump at 1:14 am. In addition, it was seen driveline disconnect on (B)(6) 2026 at 5:58 for 3min 16 secs. The patient was nonresponsive. The event log file captured that the driveline was disconnected at on (B)(6) 2026 0058 and reconnected on (B)(6) 2026 at 0112. Later, there were a couple periods of low flow events were noted on (B)(6) 2026 at 0115-0116 and on (B)(6) 2026 at 0152-0156 with flow noted as low as 1.2 lpm. Remainder of the log file was uneventful. The second set of log files captured similar events. Communicated through the patient outcome that the patient passed away on (B)(6) 2026 due to cardiac arrest. The outcome was not device or therapy related because the driveline was manually disconnected. The device parameters (flow, speed, power) were within normal limits for this patient.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The reported driveline disconnect and low flow alarms were confirmed via the submitted log files; however, a specific cause for the events could not be conclusively determined. The submitted log files revealed relevant events from 14may2026. The pump maintained a speed within the expected range when the driveline was connected. The driveline was disconnected on 14may2026 at 0:12:30 - 1:12:11. The driveline was reconnected at 1:12:12 and the pump ramped up to speed by 1:12:16. Intermittent low flow alarms are captured on 14may2026, 1:14:14, 1:15:58 - 1:16:08, and 1:52:35 - 1:56:22. The alarms were associated with the flow dropping below the alarming threshold, during these active alarms the flows ranged from 1.2 - 2.4 liters per minute (lpm). There were no other notable alarms and/or events observed. The pump appeared to function as intended. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, of this document lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 2 of IFU, entitled, ¿system operations,¿ cautions the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. This section states that if the driveline disconnects from the system controller, the pump stops, and that in an event the driveline disconnects from the system controller, the user should promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warns of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.